Event description:
It was reported that during the left internal carotid artery (ica) posterior communicating artery (pcoma) large saccular aneurysm procedure, the subject flow diverting stent was deployed. After deployment the middle of the subject flow diverting stent could not attach to vessel wall properly. Physician used a guidewire to massage the middle of the subject flow diverting stent. While doing so the tip of the subject flow diverting stent was migrated distally, not covering the neck of the aneurysm properly. Physician then deployed another flow diverting stent to cover the neck of the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text: the device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be deployed and not returned. The stent delivery wire (sdw) resheath pad diameter and distal resheath marker were found to be dislocated. The distal resheath marker was found to be lose and able to move along the wire. The junction bond seems to be damaged/broken. The distal end of the sdw was found to be kinked/bent. The stent introducer sheath was not returned. During functional inspection was not performed as the stent was not returned/ issue occurred during procedure after stent deployment. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While the reported defect could not be confirmed during analysis, the analysis device is consistent with the reported event. The event description states "the location of the stent implanted was distal at bifuration of ica tail tail to, and proximal at siphon bend. After deploying the stent, the middle of the stent could not attach to vessel wall properly. So the operator used a guidewire to message the middle of the fd but during this procedure the tip of the stent migrated to place out of aneurysm neck and this led the fd could not cover the aneurysm neck distal." A second device was used to complete the procedure. The returned sdw device was seen to be kinked/bent and fractured. Analysis of the returned device indicted the distal bumper of the sdw was loose. A thorough investigation was completed with the line support team (lst) on the manufacturing process and the conclusion of this investigation indicated there are sufficient controls in place to ensure this was not manufacturing related. Additional information was received to indicate the user used the sdw to try and manipulate out the inner section of the stent, and then used a guidewire to massage and manipulate the stent into the correct position. This may have contributed to the loose distal bumper seen on the returned analyzed sdw device. As per additional information "was the stent deliver wire used to try and massage the stent to help it to open before using the guidewire? Yes". An assignable cause of procedural factors will be assigned to the as reported ¿stent failed/unable to open¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'caused by other' will be assigned to the as reported 'stent dislodged/migrated' and 'device interaction with another device' as additional information states the sdw was used to massage the inner section of the stent. A guidewire was then used to try correct the stent position. This most likely resulted in the reported defects. An assignable cause of 'user error' will be assigned to the as analyzed defects 'sdw kinked/bent' and 'sdw broken/fractured' as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. The user used the sdw to try and manipulate out the inner section of the stent, and then used a guidewire to massage and manipulate the stent into the correct position. This unintentionally resulted in the sdw kink and fracture.

Event description:
It was reported that during the left internal carotid artery (ica) posterior communicating artery (pcoma) large saccular aneurysm procedure, the subject flow diverting stent was deployed. After deployment the middle of the subject flow diverting stent could not attach to vessel wall properly. Physician used a guidewire to massage the middle of the subject flow diverting stent. While doing so the tip of the subject flow diverting stent was migrated distally, not covering the neck of the aneurysm properly. Physician then deployed another flow diverting stent to cover the neck of the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.